Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "blunt knife" (dull). A customer reported the knife used for the main incision was blunt. Another knife was opened and the incision was successfully made. There was not pt injury reported.

Manufacturer narrative:
The device history records were reviewed. The lots were released based on the company's acceptance criteria. Root cause could not be identified due to inability to determine how or when the blade became damaged. Sharpness test results were rated excellent. All knives are 100% inspected by trained operators. Any defects, such as the damaged tip and cutting edge exhibited on the returned opened sample, would be culled from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the functional quality of the product. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).